Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. The device was tested 3 times all 3 tests passed within internal specification; however, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming high pressure. There was no reported adverse event.